Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: sn000102 used for treatment was not returned to the designated complaint unit for evaluation, therefore, visual and functional inspections could not be performed. Although the product was not returned the software files were downloaded from the device and provided for investigation. Screenshot review confirmed the ¿system console is bad¿ error. A log file review confirmed this error message was a result of a known software bug that has been corrected in the release of cori-v1.4.3 software. The ¿system console is bad¿ error message is a system fault error message that requires the user to restart or shut down the cori system. Refer to appendix c in of the real intelligence cori for knee arthroplasty user manual. In the event of a system failure, refer to the recovery procedure guidelines in the real intelligence cori for knee arthroplasty user manual. A failure can consist of, but is not limited to, a system software crash, unrecoverable hardware failure, handpiece failure with no backup available, tracker failure or loss of contact with bone that is unrecoverable, etc. This situation is captured in the optimus risk assessment released at the time of the complaint. The clinical/medical evaluation concluded the following: "per coplaint details, the "drill disconnect error" occurred during a cori tka procedure and troubleshooting resulted in further error messages; therefore, the surgeon decided to change to manual procedure to complete the procedure within a 0-30 minute surgical delay and without patient injury reported. Per the field report, the account had replaced the console with new software and was told that had fixed this error. Responses to requests for clinical documentation/information were not provided; however, no patient harm/injury or other interventions were reported. Since the procedure was reportedly completed manually within a 0-30-minute surgical extension without patient injury/harm, no further patient impact would be anticipated. No further medical assessment is warranted at this time.' A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. Escalation actions applicable to the scope of the reported complaint have been reviewed, and it was determined that no further action is required at this time. This issue will be continuously monitored through complaint investigation and post market surveillance.

Event description:
It was reported that, during tka cori procedure, it was noticed also a ¿critical error¿ message and ¿badconsole¿ message. Procedured finished with manual instruments. Surgery was delayed less than 30 min. Patient was not harmed.

Manufacturer narrative:
The real intelligence cori, part number rob10024, serial (B)(6) and used for treatment, was not returned for evaluation. A relationship between the reported event and the device was established. A visual/functional inspection cannot be completed as no device was returned for evaluation. Review of supplemental information confirmed the customer reported failrue. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most probable cause of the reported problem is software bug. The cori surgical technique manual (500230) provides guidelines for recovering to a fully manual procedure. Per the clinical evaluation, it was determined via the field report that the account had replaced the console with new software and was told that had fixed this error. Responses to requests for clinical documentation/information were not provided; however, no patient harm/injury or other interventions were reported. Since the procedure was reportedly completed manually within a 0-30-minute surgical extension without patient injury/harm, no further patient impact would be anticipated. No further medical assessment is warranted at this time. This failure is an identified failure mode within the risk assessment released during the timeframe of the incident. As part of a corrective action, the software bug was corrected via a software update. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.